Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on electric shock hazard: do not connect wet accessories to the controller. Caution: make sure cable is thoroughly dry before use. Wet cable may damage the cable and controller. The wand is supplied sterile. The wand is intended for single use only. Do not clean, re-sterilize, or reuse the wand as this may result in product malfunction, failure, or patient injury, which may also expose the patient to the risk of transmitted infectious diseases. Please refer to the instructions for use associated with each wand type for specific information concerning wand use. Error shorted wand e4: wand short a relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device / product did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(6). Internal complaint reference case- (B)(4).

Event description:
It was reported that, during shoulder rotator cuff surgery, the quantum controller showed an e4 error with two different wands. The procedure was completed without delay using a competitor device (arthrex cool cut). No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d9: updated, device received h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n: (B)(6); the warranty seal is not broken and in its original condition. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-up and immediately an hardware failure f4 came up with an acousical sound and the red attention led; the failure could not be reset; the complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.